Event description:
Patient reported breast pain, capsular contracture, baker grade iii and "axillary lymph nodes on the left with diffuse cortical thickening" diagnosed via ultrasound and MRI. This record relates to the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of lymphadenopathy and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and capsular contracture, baker grade iii.